Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed upstream occlusion. The user checked the tubing between pump and medication bag and reported that there were no kinks and no clamps in the tubing. The spike was fully inserted in the bag and no occlusion was observed. The user reported that ultimately the issue was resolved, and no further assistance was required. No patent injury was reported.